Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory report and developed heparin-induced thrombocytopenia two days post start of support. No further information surrounding the details of the event or the patient's status were provided. However, two days following, survival at explant was updated and reflected "expired." Medical safety reviewed the event and noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).